Event description:
A zoll distributor reported that an (B)(6) year old female patient had a hematoma and blood blister on her right forearm. It was reported that the garment strap slid down the patient's arm and caused the condition. Follow-up indicates that the patient's doctor is aware and recommended ice and a bandage. The patient reported that the area is gradually improving.

Manufacturer narrative:
Method: biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.